Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, there were episodes of non-sustained right ventricular oversensing (nsrvo) noted. Technical support was contacted, and suspected the episodes were due to myopotential oversensing. However, some of the episodes appeared to be due to noise on the rv lead. It was unclear whether the nsrvo was due to myopotential oversensing or noise. No intervention has been performed at this time, and the patient was stable with no consequences. Related manufacturer report number: 2938836-2020-01792.